Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to experiencing pain, loosening, and weight bearing difficulties. When the femoral head was removed, there was evidence of significant trunnionosis.